Manufacturer narrative:
This report is for unknown condylar locking compression plate (lcp) 4.5mm ccndylar plate/unknown lot number. Plate was not explanted on (B)(6) 2017, only the (4) screws. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to treat a bilateral distal femur fracture on an unknown date. Both sides were treated with synthes locking compression plate (lcp) 4.5mm condylar plates. Patient experienced postoperative nonunion, bilaterally. There were no broken or failed hardware reported. The patient went back to surgery on (B)(6) 2017 to treat the nonunion of the left femur. The surgeon cleaned out the non-union site and added a plate on the medial distal femur to increase stability. Additionally, he removed the 4.5mm cortex screws (x4) from the left lcp condylar plate and applied tension and compression on the lateral side utilizing the articulating tension device. The procedure was successfully completed with no other issues. The patient status was not reported. The nonunion on the right side will be treated on a future date. No additional surgery date available at this time. No other information available. This complaint involves two (2) parts this report is 1 of 2 for (B)(4).